Event description:
It was reported that during the initial implant, the helix of the implantable tachy lead would not extend. The lead was removed and replaced by another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).